Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced a high blood glucose event, with a reported maximum of 475 mg/dl. It was noted that the ilet volume setting had been turned off, preventing audible alerts, which was corrected during troubleshooting. The ilet continued insulin delivery and the user¿s blood glucose returned to range without medical intervention. No long-term health effects were reported.